Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the right ventricular lead exhibited loss of capture due to a perforation of the heart wall. Subsequently a revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.